Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l44966, implanted: (B)(6) 1997, explanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received via a physician regarding a patient receiving intrathecal baclofen via an implanted pump. The reporter could provide no additional details regarding the baclofen lot number, dose, concentration, or specific therapy dates. The pump's IFU (indication for use) was listed as intractable spasticity and spinal cord injury/disease. Approximately year 1998-2000, the patient experienced a change in therapy effect specified as suddenly feeling an overdose after a priming bolus was administered. It was noted the pump implanted during the time of this event did not hold catheter information; therefore, the catheter length had to be looked up via patient medical records each time a priming bolus was performed. The situation was resolved. No additional information was reported regarding this event. Additional information regarding other medications the patient was taking at the time of the event, medical history, and the cause of the overdose was requested.